Manufacturer narrative:
Fe inspected the instrument and was unable to duplicate the failure, by pipetting a dummy plate. All accessories appeared to be in good condition. Customer ran the volume verification which passed all parameters. Instrument is working as expected.